Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted after it was found that the device would not communicate with a programmer and had no pacing output. The device was explanted and replaced without incident.